Event description:
It was reported that myopotential oversensing was noted on the patient's implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was stable.